Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was unresponsive. Additionally, it was reported that the area surrounding the pump usb port was observed to be cracked. The customer's blood glucose was 170 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.